Event description:
It was reported difficulty was encountered during anchor placement and mutiple attempts were made. Following placement of the anchor a bladder/urethra perforation was noted. The bladder was sutured and a foley catheter was placed. The pt was reassessed on september 18, 1998 and is doing well. No further details regarding the circumstances surrounding this event are available. The device has not been rec'd for evaluation. Therefore, no failure analysis is available. Co's follow up revealed physician technique during placement may have contributed to this event.